Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. On 26-aug-2024, the patient mother reported that the patient was in her puberty and does not handle being diabetic the right way. The patient mother also reported that the patient was hospitalized for 3 days and reason for hospitalization was high blood glucose levels which was 810 mg/dl. The patient was not feeling while admitting the hospital and had ketone bodies. No further information available.